Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient was supposed to be refilled with 2000 mcg/ml of baclofen, but was filled with 500mcg/ml instead and the bridge bolus was not initiated. The caller was not with the patient at the time of the call. The catheter volume is 0.196ml. After 25 hours of infusion, agent reviewed with the caller that they would need to infuse a total of 0.235ml in bridge bolus advanced mode. Programming was updated. The troubleshooting steps that were taken on the call resolved the issue.